Event description:
The customer reported that the system experienced control panel error resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel pcb encoder connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.